Event description:
It was reported that the patient had the cx inflatable penile device revised on (B)(6) 2018 due to patient dissatisfaction as the tubing leading from the reservoir to the pump was kinked and coiled. A 100ml conceal reservoir was implanted. The reported results were "good."